Event description:
After submission of the initial MDR, product was received on 3/3/2026 and it was determined this complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4). 3004753838-2026-107269 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. It was indicated the patient started their transmitter past the (B)(6) 2025 date, which is misuse of the device. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.